Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the patient was assessed by the nurse, a scant amount of blood was found along with the catheter in the bed. Upon examination of the lubricath foley catheter, a slit was found in the tubing. It appeared that the balloon portion broke and exited the patient's body. No patient injury/medical intervention reported.

Event description:
It was reported that when the patient was assessed by the nurse, a scant amount of blood was found along with the catheter in the bed. Upon examination of the lubricath foley catheter, a slit was found in the tubing. It appeared that the balloon portion broke and exited the patient's body. No patient injury/medical intervention reported.

Manufacturer narrative:
The reported event was confirmed. A latex foley catheter was returned still attached to a meter bag. There was a cut about 3 inches around the proximal end of the device. A 10cc luer lock syringe was used to attempt to inflate the device. The device leaked at the cut and there was no inflation of the balloon. A potential root cause could be due to an operator error in the campbell bagging machine operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. This product manufactured in moncks and then sent to be placed in strip packaging and foley trays with various labeling. Without the tray product catalog# and/or the corporate lot number, the labeling the user received cannot be determined. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.